Event description:
It was reported the asymptomatic patient¿s right ventricular lead was conveying noise and thus was capped on (B)(6). During the procedure the physician noticed some insulation abrasion. The patient was stable during and after the procedure.